Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating low o2 concentration. Identification of issue has been done by analyzing problem description, service report, device's logs and related support case (ID 28260). According to the information provided by the technician, during on-site visit the problem was not reproduced. The issue was decided to be reported as o2 concentration low alarm may, in some cases, indicate that the ventilation has been insufficient due to gas delivery error, which represent a reportable event. Moreover, alarms found in the event log such as o2 concentration low, peep low or expiratory minute volume low indicate a leakage in the patient circuit, which may lead to insufficient ventilation or no ventilation to the patient. There was no patient harm reported. The root cause has not been determined.

Event description:
It was reported that the ventilator generated an alarm indicating low o2 concentration. There was no patient harm reported. Manufacturer's ref. #: (B)(4).